Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The consumer reported the patient experienced a loss/change of therapy. The patient had stopped feeling stimulation on the night of trial implant ((B)(6) 2016). He had been pressing buttons and thought he accidentally put it on program 1 and feeling too much stimulation. The caller indicated he thought the patient was on program 3 but was not sure. Additional information received 8 days later via the healthcare provider (hcp) reported "no" for the question regarding device information involved with the trial patient losing stimulation sensation. Steps taken to resolve the patient feeling too much stimulation with program change was indicated as "various programs attempted but no sensation felt. Suspected lead migration so set for stage I."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.